Manufacturer narrative:
(B)(4).

Event description:
The patient reported that there was shocking and the implantable neurostimulator (ins) was moving in the pocket. There was also stimulation in an undesired location. This was occurring daily but had started intermittently and turned to daily over the last week. This was not exclusively positional but the patient could not raise their arms. She raised her arm and felt stimulation in her arms. The shock went through her body and it took 10 minutes for the patient to recover from the shock sensation. No trauma/falls were related and it was noted that security gates/theft detectors could be related. She had flown a month ago and did not turn off the ins when she went through security. It was noted that she flies about 5 times a year and never turns it off. She had never had an issue as a result either. She had no issues when she did it a month ago either. The patient programmer (pp) was used to troubleshoot and check stimulation. It showed stimulation to be on and they were able to adjust stimulation. The patient declined to increase/decrease stimulation as the pain she would feel as a result would be too much. It was noted that when she turned stimulation off, the shocking did resolve. The patient had an appointment with her healthcare provider (hcp) next week to troubleshoot the shocking. It was noted that stimulation was supposed to be felt from the hips down only. It was being felt in the stomach and was painful there. It was also felt in the arms and up the whole back. This was noted to be gradual. The ins also moved a lot as a result of the patient having lost a total of 92 pounds over the last 2.5 years. She could slide it up and down with her hand. The skin at the ins site was also very loose. The ins was noted to be in her back and not in her buttock. The shocking was noted to have started in (B)(6) 2015 and the ins movement 2.5 years ago. Relevant medical history included other chronic/intract pain (trunk/limbs). Follow-up was performed to determine what actions were taken to address the event and if it was resolved.